Manufacturer narrative:
(B)(4) . The covidien customer support engineer (cse) evaluated the ventilator, and verified the customer reported malfunction. The cse replaced the pressure solenoid (psol) valve, which resolved the issue. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.

Event description:
It was reported that a ventilator became inoperative. There was no patient involvement. There is no report of death or serious injury associated with this event.